Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://jbjs.org/content/95/12/e83.long. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that a patient with a nexgen lps fixed bearing prosthesis underwent a right side revision surgery for instability.